Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint needle retracted before use. The following information was provided by the initial reporter: the needle had already retracted before the injection and could no longer be injected.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint needle retracted before use. The following information was provided by the initial reporter: the needle had already retracted before the injection and could no longer be injected.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.